Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unknown}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, when the valve was placed, a left bundle branch block (lbbb) occurred. Subsequently, permanent pacemaker was implanted.

Manufacturer narrative:
Updated and corrected data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, when the valve was placed, a left bundle branch block (lbbb) occurred. Subsequently, a permanent pacemaker was implanted. Additional information was received indicating that the lbbb continued post-operatively. Of note, it is actually unknown whether a permanent pacemaker or other treatment was provided for the lbbb.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, when the valve was placed, a left bundle branch block (lbbb) occurred. Subsequently, a permanent pacemaker was implanted. Additional information was received indicating that the lbbb continued post-operatively. Of note, it is actually unknown whether a permanent pacemaker or other treatment was provided for the lbbb. Additional information was received indicating that it is unknown whether the delivery catheter system contributed to the lbbb.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, when the valve was placed, a left bundle branch block (lbbb) occurred. Subsequently, a permanent pacemaker was implanted. Additional information was received indicating that the lbbb continued post-operatively. Of note, it is actually unknown whether a permanent pacemaker or other treatment was provided for the lbbb. Additional information was received indicating that it is unknown whether the delivery catheter system contributed to the lbbb. Additional information was received indicating that the temporary pacemaker was not removed immediately after the procedure. A permanent pacemaker was implanted for the lbbb one day after the procedure.

Manufacturer narrative:
Updated data: b5. Added fourth paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.